Event description:
(B)(4). Have had recurring pain in left abdomen since essure in 2008. Reported to obgyn performing procedure multiple times and she denies any association between the pain and procedure, but has not attempted to find another cause. I've recently changed doctors and am considering removal of the devices. Additional symptoms following procedure include weight gain ((B)(6) lbs), migraines, vision changes, heart palpitations (now taking metoprolol), significant hair loss (now taking biotin), hypothyroid (now taking synthroid), fatigue, motion sickness, anxiety (now taking meds), memory loss and trouble with concentration, numbness and tingling in extremities.